Event description:
The complainant has reported that a female patient (age unknown) had undergone a biopsy procedure using a radial jaw 3 (rj3) biopsy forceps device. It was reported that during the procedure, the forceps jaws did not open and close properly. The patient experienced bleeding due to "tearing" of the tissue by the device. Sclerotherapy (epinephrine) was used to treat the bleeding. The procedure was successfully completed using another rj3 device. No further complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was not available for evaluation. However, the device history record was reviewed and it has been determined that the reported lot met all specifications and had no anomalies upon its release. The february 2007, 15-month trend chart was reviewed for the radial jaw 3 biopsy forceps and no adverse trends were identified for this product family. The reported lot (9205039) has been involved in seven other complaints; 6 reported by a different customer and one by this customer. Nine more complaints were also reported for the same issue by a different customer for lot numbers 9256263 and 9321343. Because the device will not be received by the manufacturer, a failure analysis is not available, and we are unable to determine the relationship between the device and the cause of the reported event.